Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4024-52, lead implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that at the device replacement for normal battery depletion an atrial lead warning was discovered for low impedance. The atrial lead remains in use with no intervention taken. The physician will continually monitor the lead closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead impedance lifetime minimum measurement was 164 ohms.